Event description:
The customer reported that the irradiated x-ray field exceeded the viewable image field by greater than the allowable 4% sid average. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A collimator calibration was performed. The system was tested and found to be working as intended and put back into service.